Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that the expiratory limb of an rt205 adult ventilator circuit was found damaged and leaking air before patient use. There was no patient involvement.